Event description:
Microscope turned off in the middle of a case for the 2nd time in 30 days. The microscope was unable to be turned back on and a different microscope had to be brought in to finish the case. This happened in the middle of a procedure, the case was at a halt for 5-10 minutes until another microscope was brought into the room. Patient was not harmed.